Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing had come undone or disconnected during treatment. There was patient involvement.

Manufacturer narrative:
H2) device evaluation. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer problem was duplicated. The device inlet tubing for the cassette was observed to be cut. The cause of the customer reported problem was a tear which was due to unintentional external forces. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.